Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple atrial and ventricular lead noise episodes were observed. Some of the episodes were correctly identified as noise reversion whereas others had caused the device to mode switch inappropriately. The noise was not replicate with provocative testing in clinic. It is believed that the patient lives an area that is close to electrical sub stations which may potentially be causing interference. Patient was asymptomatic and stable. The physician elected to monitor the noise episodes closely in clinic.